Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.